Event description:
Patient had undergone ventral hernia repair on (B)(6)2010 at (B)(6) medical center. One silicone 19f drain was purposefully left in place. The patient was transferred to a long term acute care facility -promise suburban- with the drain intact. On (B)(6)2010, at the long term facility, the drain was removed. At the time of removal a part of the drain, approximately 15.2 cm, was unintentionally retained. On (B)(6)2010, the patient presented to (B)(6) emergency department with 3 day history of abdominal pain. She was admitted and the retained drain piece -identified on CT scan- was surgically removed. Upon inspection, the piece appeared to have one end that was jagged and uneven, as if it had been torn apart.